Event description:
A nurse reported that, during cataract/vitrectomy combination surgery, an ophthalmic probe exhibited poor contact at the electrocautery tip which prevented continuous output of energy. The surgery was completed on the same day by replacing the probe without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).